Manufacturer narrative:
The returned catheter was patent and met the requirements for leak testing. Therefore, the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the shunt was suspected to have malfunctioned and that it was explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.